Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) to report that her onetouch ultra2 meter displayed an apply sample message. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that at 1pm on (B)(6) 2017, she obtained an apply sample message after she performed a control solution test and some of the solution got in the test strip port of the meter. It was noted that the patient is using other brand test strips and control solution. The patient manages her diabetes with insulin (no adjustments). She reported that immediately after 1pm on that day, she began to have ¿blurry vision - vision problems where she couldn't see¿. She reported that she administered additional lantus and novolog insulin and ate less food/drink; but she was unable to say if this was as treatment for her symptoms. At the time of troubleshooting, the cca noted that the meter was not being used for the first time. The cca also noted that the patient was not using, and did not have, any onetouch ultra test strips. The patient¿s meter was requested back for investigation and a replacement onetouch ultra2 starter kit, test strips and control solution were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event, after the alleged product issue began. Although the patient was using off brand test strips and control solution, it cannot be ruled out with all certainty that the onetouch meter may have caused or contributed to the event.

Manufacturer narrative:
The lay user/patient¿s meter has been returned and evaluated by lifescan product analysis with the following findings: the meter has passed all testing with no faults found. The reported issue could not be confirmed.